Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection passed successfully with no re-knits observed. Functional testing simulating use of the device passed, as the sample primed and flowed normally. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to flush a drug through a one-link catheter extension set during infusion. The reporter stated the nurse did not connect the luer lock correctly to an unspecified device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.